Event description:
The customer reported receiving channel error 200.5040 on pca at powering on. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of case subject: 8120 channel error. Technical support: 1. Flash the pc unit or the module to the correct software version. Check the setup of system maintenance firmware in the network configuration package. Assisted customer to step through the flash task in system maintenance. Check to verify the device connected to system maintenance. Explained and step customer through the flash task process for understanding. Device connected to flash task successfully. Customer will call back, if any further issues and/or concerns. End call. A review of the device history record for (B)(6) was performed from date of manufacture 05/02/2007 to present date 01/15/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer receiving channel error 200.5040 on pca , at powering on. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported receiving channel error 200.5040 on pca at powering on . No patient involvement.